Event description:
The scanner was stuck in the ICU hallway causing delay in the treatment.

Manufacturer narrative:
The scanner was stuck due to a defective battery. The corrective measure for the ticket was to replace it with the new battery. Completed several test scans, air calibrations, and quality assurance scans with no problems noted. No harm to the patient or user.